Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation revealed the hand piece failed the blade ID test. Self-activation or keying issues were not noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or defective hall board. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference number: (B)(4)

Event description:
It was reported that, during a shoulder arthroscopy, the motor drive unit would not respond to the foot pedal when it was pressed, it had a delay, and then started running on its own. Surgery was completed without delay, using a back-up device instead. No further complications were reported.